Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation partially filled with a solution. A visual inspection with the naked eye and with magnification was performed and no particulate matter could be observed inside the fluid pathway of the container. The fill port cap was removed and no issue of the connector or the cap area was found. A visual inspection of the photograph was performed which observed a white elongated polymeric appearing particle possibly of abs (acrylonitrile butadiene styrene) material inside the container. The reported condition was verified in the photograph, however, was not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had particle contamination. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.